Event description:
During a routine maintenance visit at the user facility, it was reported that the u2 drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During the device evaluation, the reported event of the device displaying a bias current error could not be duplicated.

Event description:
During a routine maintenance visit at the user facility, it was reported that the u2 drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.